Event description:
Boston scientific received information that this right ventricular (rv) lead (model and serial number are unknown at this time) were removed and replaced due to high thresholds and high pacing impedances for an unknown duration. The location of the lead is unknown. The physician has requested a manual due to lead configurations at implant. No adverse patient effects were reported. The lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.